Event description:
Boston scientific received information that a brady lead was damaged and a patient advocate called to ask if the patient¿s pacer had warranty. A boston scientific technical services (ts) representative noted that the call came through a translator. Ts attempted a call back but was unsuccessful as the phone number that the patient advocate provided was incomplete. Ts also noted not being able to understand the patient¿s name and that a specialist also could not figure it out. All available information indicates that this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.